Event description:
It was reported that after implantation, the end of contact zero "looked unusual, almost as if it was missing a part." It was noted that this was not noticed upon visual inspection. The reporter stated that the impedances and stimulation were tested and "all were normal and everything seemed to be working properly." There were no patient symptoms or injuries associated with this event. The lead was still in use.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4). Product type: extension: product ID 3391s-40, lot# v597842, implanted: (B)(6) 2012. Product type: lead. (B)(4).